Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: it was reported that: there was no closure complication. This complaint is 10 months after the tavi procedure. Below is the email from end user: "we have had a patient have ongoing issues with claudication/pain following tavi and closure with manta device. The patient has had an xray at another centre (I will be requesting the images today). The patient was alerted to the fact that their was a "small metallic opacity seen over the head of the right femur" additional information has been requested from the account.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, a patient received an 18f ce manta device following a tavi procedure and was experiencing ongoing claudication ten months post-procedure. An x-ray was performed at a separate facility and notified the patient that a "small metallic opacity was positioned over the right femur head". After unsuccessful attempts at obtaining further information regarding initial and deployment procedures, patient medical conditions and history, potential follow-up procedures, and patient outcome, if manta was explanted and no device or angiograms were submitted for investigative purposes, the root cause remains inconclusive for this event. There is believed to be no device failure. The device was successfully implanted. The manta instructions for use device description states the extra-vascular radiopaque lock secures and marks the location of the absorbable unit. As indicated in the recatheterization/reintervention section: if a patient requires reintervention after a manta closure has been placed: using an x-ray, locate the existing manta closure device(s), visible by the small radiopaque marker.

Event description:
It was reported that: it was reported that: there was no closure complication. This complaint is 10 months after the tavi procedure. Below is the email from end user: "we have had a patient have ongoing issues with claudication/pain following tavi and closure with manta device. The patient has had an xray at another centre (I will be requesting the images today). The patient was alerted to the fact that their was a "small metallic opacity seen over the head of the right femur." Additional information has been requested from the account.